Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.4, 1.9. On (B)(6) 2012 pt self tester tested with new strips and his inr = 4.4. Technical service provided troubleshooting. Pt self tester switched the strip code and re-tested while on the phone with an inr = 1.9. Pt self tester stated his therapeutic range is 2.0-3.0. He stated he did not change the strip code and did not know if he waited for the green light before applying the blood.